Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "saline rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to partial date of implant: 2004 was provided. Laboratory analysis summary: the device related to the reported event of deflation was received on june 24, 2025, with catalog number mcghan550cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure also observed crack of diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "saline rupture". This record is for the left side. Device was explanted and replaced.